Event description:
A consumer reported following implantation of intraocular lens, the patient had difficulty, with blurred distance vision where the patient could see from 2- 8 feet, but then the vision blurs, with the blurriness increasing as the distance increases. The patient underwent yag laser procedure, however the blurriness was continuing, especially in low light and indoor situations. The patient was experiencing foggy vision around sources of light and also experiencing starbursts around sources of light. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).